Event description:
A (B)(6) advia centaur xp hav total result was obtained on a patient sample and reported to the physician. The (B)(6) result was considered (B)(6) when compared to a new reagent lot patient comparison (B)(6) test result. There was no known report of adverse health consequences due to the (B)(6) advia centaur hav total assay result.

Manufacturer narrative:
The cause for the initially (B)(6) advia centaur xp hav total result when compared to a (B)(6) new reagent lot result is unknown. The customer's quality control results were within range for both reagent lots and the system event log was clear except for infrequent signal errors. The customer has declined a field service visit. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A nonreactive test result does not exclude the possibility of exposure to (B)(6) virus." The instrument is performing within specification.